Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The female patient underwent stenting of a severely calcified lesion in the mid left anterior descending (lad). The physician inflated the 3.5 x 23 mm cypher select during the procedure, at which point the stent dislodged and migrated distally. The stent was found inside the guiding catheter. The physician retrieved the guide catheter and balloon catheter together so the stent did not fall into the patient's vessel. The target lesion was treated with a 3.5 x 23 mm cypher select plus stent. There was no reported patient injury. The product will be returned.